Event description:
When cardiologist was suturing pacing leads in place, the needle came off the suture three times, using three different suture packs, and had to be retrieved by the physician from the pacer pocket. No harm to the patient. Samples from three lot numbers were saved for the manufacturer's investigation.